Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visible corrosion/rust inside battery compartment. Pump failed leak test due to battery compartment leak. Opened pump; evidence of moisture found on the support bracket and battery canister. Battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.